Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient with a history of thrombus presented with high flows and high watts as well as dark urine and an increase in lactate dehydrogenase (ldh). The patient was treated with tissue plasminogen activator (tpa) and the physician subsequently performed a pump exchange. It was last reported that the patient had been discharged and was doing well. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The pump, (B)(4), was returned to manufacturer for analysis and passed all manufacturing testing. Pathology reports found mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller. However, no gross evidence of thrombus is found within the device. A review of the controller log files associated with the event is inconclusive as data covering the event date was not received; however, the logs indicate an increase in estimated flow and power consumption starting on (B)(6) 2014. A possible root cause of the 'high power' event may be attributed to thrombus formation/ingestion within the device; however there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this (B)(6) female patient with a history of thrombus presented with high flows, high watts on the pump parameters, dark urine and an increase in lactate dehydrogenase (ldh) of 905 u/l. The patient's international normalized ratio had previously been within the therapeutic range, measured at 2.6 on (B)(6) 2014. The patient received multiple doses of tissue plasminogen activator (tpa). The treating physician performed a pump exchange on (B)(6) 2014. The patient was brought to the intensive care unit (ICU) in stable condition. At last report the patient had been discharged and was doing well.